Manufacturer narrative:
Continuation of concomitant medical products: product ID 8781. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving compounded baclofen with concentration 2,000.0 mcg/ml via an implantable pump. It was reported that the patient¿s medical history included 2011 traumatic incomplete spinal cord injury at c5 due to a bicycle accident. Traumatic incomplete paraplegia motoric and sensory c5 (ais-d) as a result of a bicycle accident, with myelum contusion at c3 to c5 in 2011 was further indicated. The patient was also noted as having had a hypersensitivity reaction to amoxicillin (date not specified), delirium which was not known before, and mrsa (brmo not known). The patient had no treatment restrictions. A spinal catheter and subcutaneous port were placed for intrathecal baclofen test on (B)(6) 2021. After a successful test with intrathecal baclofen administration in therapy resistant spasticity, implantation of the pump occurred (B)(6) 2021. They connected the intrathecal catheter to the pump and removed the subcutaneous port ((B)(6)2021). After a two-month titration phase (initially at a rehabilitation center and subsequently at home), the oral spasmolytics (baclofen and sirdalud) were phased out and the pump was set to a day-night rhythm. At a baclofen dosage of 282 .5 mcg/day, the patient was more or less free of symptoms of spasticity and pain. It was further reported that in (B)(6) 2021, swelling of the patient¿s back was observed at l3/4 and the patient¿s spasticity began to increase. The date (B)(6) 2021 is considered an a pproximate date of event (specific month and year known only). After various pump dosing increases and flex programming with bolus, there was no effect on the spasticity but trunk balance was affected. Additional side port and indium examinations showed no abnormalities of the pump or catheter. The swelling in the back stabilized and there was no fluid collection but remained present. It was further noted that on (B)(6) 2021, the catheter tip was retracted spinal from cervical / c5 and moved to th8 without result. Regarding the catheter revision it was noted there was no new material added and the catheter remained in-situ. Repeated pump increases had no effect, the patient had seemed to become stiffer in the limbs and weaker in the trunk. In the meantime, the daily dose of baclofen (concentration 2000 mcg/ml) was reduced from 534.6 mcg to 362 mcg over the past few months in a flex scheme with bolus. After initially sufficient therapy of the baclofen pump, the patient had over the past 9 months become more spastic, rigid, and was more painful. It was further reported that since (B)(6) 2021 their back pain has been the main issue. It was noted that by now, pump and/or catheter problems had been ruled out; the pump increases were currently having a negative effect. An MRI (magnetic resonance imaging) of the entire spinal column (cervical to sacral) on (B)(6) 2022 showed fluid collection in the si joint, indicating infection. Rheumatic factors were excluded. Oral medication was as follows: baclofen 80 mg, tolperisone 450 mg, diclofenac 150 mg/day, and pregabalin. Unchanged complaints of spasms were indicated. Additional information was received from a foreign healthcare provider via a company representative. The reason for retraction of the catheter (tip moved from c5 to th8), was due to a progression of spasticity in the patient¿s lower body. The expectation was a better result of baclofen by lowering the position of the catheter tip. Regarding cause / circumstances that led to the swelling observed at l3/l4, increased spasticity, pump increases having had no effect, stiffer in limbs, trunk weakness, and pain, it was noted that since the swelling, the spasticity increased and also the stiffness. The trunk weakness was noted as having occurred after raising the doses of baclofen. In (B)(6) 2021, the side port procedure showed good aspiration of liquor and no contrast leakage outside the catheter. It was further indicated that the fluid collection was related to an infection of the si joint. The infection and fluid collection had not resolved as of (B)(6) 2022. The swelling at l3/l4, trunk weakness, spasms, and increased pain had not resolved as of (B)(6) 2022 and was further described as intermittently present.